Manufacturer narrative:
Patient height reported as approximately (B)(6). Patient weight reported as approximately (B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: february 20, 2012. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a driving cap broke inside of an insertion handle. The patient underwent a tibial nailing procedure on (B)(6) 2016. While striking the driving cap with a non-synthes mallet to insert the nail, the cap broke. The threads are lodged in the insertion handle. The surgeon proceeded by striking the insertion handle directly. Procedure was successfully completed with a two (2) minutes surgical delay. No patient harm reported. Patient status/outcome was reported as stable. Concomitant device reported: insertion handle (part 03.010.440, lot 11-3171, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the driving cap was returned and reported to have broken inside of the insertion handle. This complaint condition was likely caused by shear forces from hammer blows at an angle less than perpendicular to the face of the device; however, this complaint is not likely the result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The returned concomitant device (part 03.010.440 / lot 11-3171) was received without allegation or identifiable complaint condition. It has been determined not to have contributed to this complained event; therefore, further investigation is not required and will not be performed for this part. The driving cap is an instrument routinely used in the titanium trochanteric fixation nail system. The device was manufactured in february, 2012 and is over four (4) years old. The balance of the returned device is in a fairly worn condition that is consistent with wear from years of use. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable as the device is already broken. Upon review of the device history record, no non-conformance reports relevant to the complaint condition were generated during the production of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.